Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during the implant, the abiomed 0.018 inch guidewire kinked and the impella 5.5 was unable to make the turn. The doctor used a boston science platinum plus wire to implant the pump. Support was continued and the procedural outcome was the patient survived the surgery.